Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the act and escape buttons were harder to pressed and screen scratched up and hard to read. Customer stated the screen of insulin pump sometimes could not read unless he turn on back light and had to use fingernail to get it to respond. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.